Manufacturer narrative:
Upon reception, the returned smarttouch tablet was tested, and the reported behavior was not confirmed, as bluetooth communication was available with the printer. But the error messages were present. - in-depth analysis revealed that the bluetooth adapter was unexpectedly deactivated, which could explained the displayed error message. - it should be noted that a correction of this software issue has been implemented in smartview 3.14. - the subject smarttouch tablet will follow the repair workflow (including an installation of smartview 3.14) and will be sent back to the field.

Event description:
Reportedly, an error occurs, indicating an issue during program initialization, when starting the smarttouch tablet. Since 25 october the issue occurred sporadically, but became more frequent with the time and also occurred during switching between the tabs. Additionally to that, the smarttouch tablet cannot be connected to the ble printer anymore.

Event description:
Reportedly, an error occurs, indicating an issue during program initialization, when starting the smarttouch tablet. Since 25 october the issue occurred sporadically, but became more frequent with the time and also occurred during switching between the tabs. Additionally to that, the smarttouch tablet cannot be connected to the ble printer anymore.